Manufacturer narrative:
Device received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify missing segment anomaly due to blank display.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a full black screen and black screen didn't disappear. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. The customer was assisted with troubleshooting and determined the replacement of the insulin pump. The insulin pump will be returned for analysis.